Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified common femoral artery. A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for post dilation. The balloon was inflated for 30 seconds, however the balloon ruptured at 10 atmospheres on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.